Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the instrument's pitch cable is frayed at the distal clevis hub and stuck out at the wrist. The other cables at the wrist were undamaged. The instrument passed electrical continuity testing. No other damage was found.

Event description:
It was reported that prior to starting a da vinci hysterectomy procedure, when the surgical tech was putting a lube on the tip of a pk dissecting forceps instrument, 1-2 tiny wires were observed to be sticking out. The instrument was taken out from the field right away. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.